Event description:
The user facility further reported that based on the investigation conducted by their infection prevention team, they have concluded that they did not find any association between the fungal infections and ercp scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, laboratory test results and communication with the user facility. The device was forwarded to an off-site lab for microbiological testing, and based on the laboratory report, the following microorganisms were recovered from the device samples: staphylococcus epidermis, staphylococcus hominis, and micrococcus luteus. The device was gas sterilized in the laboratory prior to returning to olympus for physical evaluation. The internal channels of the device were examined using a borescope, which revealed multiple scrape marks and stain in the instrument channel. The forceps elevator was fully manipulated in the upward position, but found no presence of foreign material, or stains between the distal end body and forceps elevator. Additionally, the video scope passed the leak test. The device was serviced and returned to the user facility.

Manufacturer narrative:
Additional information is being pursued. At this time, no further information has been made available by the customer. This event is currently under investigation, this report will be supplemented at the completion of the investigation, and/or when any additional relevant information becomes available

Event description:
It was reported that a doctor from the user facility heard of recent fungal infections with patients that had undergone an ercp procedures last year. The investigation at the user facility is at early stage in ascertaining what happened with those patients. To date, the user facility has not performed any culturing of the duodenoscopes. The personnel that had been cleaning the duodenoscopes are seasoned personnel and no new personnel reported. No additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of supplemental report #1 (see mw#45253) from january 15, 2021 to november 23, 2020.

Manufacturer narrative:
This MDR is being submitted as a result of a complaint retrospective review. Based on the legal manufacturer's final investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The following sections were updated g3, g6, h2, h4, h6, and h10. The suggested event was suspected cross contamination of fungi by the ercp endoscope having irregularity in the biopsy channel. However, as the result of review of complaints in the past two years, complaints about cross contamination of fungi by an ercp endoscope having damage in the biopsy channel were not confirmed. The DHR was reviewed and confirmed that the device was shipped in accordance with specifications. Device inspection result¿, irregularity of the biopsy channel was confirmed. So, reprocessing in the facility was possibly not appropriate. However, it was impossible to identify the cause because bacteria were also detected from the air/water channel. From ¿2-4: similar events at other facilities¿, the cause of this event was assumed as follows. Reprocessing methods performed by the user were deviated from IFU, and reprocessing might have been insufficient. Contamination might have been caused when taking samples for culture testing. Because of aged deterioration of the endoscope, the air/water channel and the biopsy channel were deteriorated which influenced on effectiveness of reprocessing. While the endoscope was stored in the facility, water remained inside the biopsy channel and the air/water channel. As the result, bioburden within channels was increased.